Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, the pump powered on with audio to a blank display. Moisture was also found to be present in the battery compartment. Unrelated to the original complaint the battery compartment and base of pump casing were found the be cracked. A leak test was performed and failed do to a leak from the cracked pump casing along the base of the pump. The pump was opened, and moisture was found throughout the pump. The original allegation of a cloudy display could not be further investigated due to the blank display caused from moisture damage.